Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. The patient was okay after this surgery.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. The patient was okay after this surgery.

Manufacturer narrative:
Combination product? - corrected.